Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. Reportedly, the pump emitted three call service 054 alarms in less than a week. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/18/2014 with the following findings: the black box review verified multiple call service alarms on the reported failure date of (B)(6) 2013. The time and date were accurately set at the start of the investigation. Pump rewind, load, and prime steps were performed with no alarms. The pump was exercised for (B)(4) hours on a 1 unit per hour basal rate with no alarms duplicated. The pump was opened for investigation and no evidence of moisture or corrosion was observed inside the pump. The radio frequency transceiver flex was intact and secure to printed circuit board connector and there were no trace cracks observed.